Event description:
The stent slipped from the deployment device when attempting to place the stent. The stent was found at the right femoral artery at the insertion site of the right femoral sheath. The physician then started another sheath just below the original right femoral sheath and was able to successfully deploy a retrieval snare and remove the loose stent without further complications or injury to the patient.